Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros immunodiagnostic products troponin I es reagent pack lot 6260 on a vitros 5600 integrated system. The result was discordant when compared to the result for the sample obtained using the vitros hs troponin I (hstni) assay. Patient sample result of 0.067 ng/ml (above the upper reference interval) vs. A vitros hstni result of 1.5 ng/l (below the cutoff for determination of acute myocardial infarction) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It is unknown if the discordant, non-reproducible, higher than expected vitros tropi es result was reported from the laboratory as the information was not provided upon request. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a discordant, non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent lot 6260 on a vitros 5600 integrated system. The result was discordant when compared to the result for the sample obtained using the vitros hs troponin I (hstni) assay. An assignable cause of the event could not be determined with the information provided. As no quality control results were provided by the customer upon request, a vitros tropi es lot 6260 performance issue cannot be ruled out as a contributor to the event. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 6260. As no precision testing was performed on the vitros 5600 integrated system to verify instrument performance upon request, an instrument related issue could not be ruled out as a contributor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturers recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.